Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. Customer's blood glucose was 256 mg/dl. Customer treated with the insulin pump and stated that bubbles would not come out. No further information provided.